Manufacturer narrative:
(B)(4). The site has indicated that the incident sample has been discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during colectomy, approximately 20 minutes into the procedure, the jaws of the device could not be reopened while applied to the colon mesentery tissue. The surgeon was able to work the device off the tissue by hand, but some torn tissue with minor bleeding occurred. There was no patient injury reported.